Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the outer insulation at 20 centimeters from the terminal pin. Laboratory concluded these cuts were likely induced during the procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was an attempted implant due to high out of range pacing impedance measurements and loss of capture. During the implant procedure, this lead exhibited impedances over 3000ohms and loc once it was connected to the pulse generator. The lead was repositioned multiple times, but the abnormal measurements remained. As result the lead was removed and replaced prior surgical pocket closure. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to high out of range pacing impedance measurements and loss of capture (loc). During the implant procedure, this lead exhibited impedances over 3000ohms and loc once it was connected to the pulse generator. The lead was repositioned multiple times, but the abnormal measurements remained. As result the lead was removed and replaced prior surgical pocket closure. No adverse patient effects were reported.